Manufacturer narrative:
A siemens customer service engineer (cse) was initially dispatched to the customer site on (B)(4) 2014. The cse evaluated the instrument and instrument data and determined that the customer was obtaining high urine sodium quality control results. The cse replaced the integrated multisensor technology module. On (B)(6) 2014, the cse returned to the customer site to evaluate the instrument and instrument data. After evaluation, the cse determined that the integrated multisensor technology (imt) module installed on (B)(6) 2014, was missing a grounding kit. The cse installed the imt grounding kit and checked system functionality. The cause of the discordant sodium results is due to failure to service the instrument according to manufacturer recommendations. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
The customer reported obtaining elevated urine sodium quality controls on (B)(6) 2014 on a dimension vista 500 instrument. On (B)(6) 2014 the customer observed negative anion gaps on the same system. During this time, the customer obtained discordant sodium (na) results on multiple patient samples on the same instrument. The discordant results were reported to the physician(s). The customer ran specific patients in duplicate and did not repeat all patients. The duplicate na samples were run on the same system. The customer repeated specific na samples on an alternate system, which were reported to the physician(s) as the corrected results. There are no known reports of patient intervention or adverse health consequences due to the discordant na results.